Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the rotations per minute (rpms) was below specifications and there was too little power on the motor device. It was further determined that the hose and coupling were worn. It was further determined during the pre-repair diagnostics assessment that the device failed for outer hose inspection, checks for cutter lock, oil leak and for rotations per minute (rpms). It was noted on the service order that the "attachment release" locking part of the device had an oil leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.